Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A patient reported her vision is okay, not what she expected, and it feels as though there is a film over her eyes, especially the left eye. The patient underwent an yttrium aluminium garnet (yag) procedure for the left eye and not the right eye. Her physician told her that she still has a slight astigmatism. The patient is frustrated as her vision has declined and fluctuates mostly on the less than acceptable of 20/40. Additionally, she reported not feeling balanced which affects standing and walking, various lights affect my vision and I have to keep low lighting on. Dampness seems to affect my eyes. I seem to be able to use my computer and read okay. Trying to read digital numbers such as those on a tv or radio is not clear and adjusting to read them is difficult. I have also had recent ocular migraines. I have visited two retina specialists who did see that the gel has not settled in my eyes. I am trying to find out what part the gel plays, and/if there is another reason for my most troublesome left eye. This report will capture the zkb00 22.0 diopter intraocular lens (iol) implanted in the left eye and a separate report will be filed for the right eye. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.